Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, 8 mm access port & low profile obturator was being used on 9jul25 during a robotic lung resection and the ¿inside flap of 8mm airseal sound cap fell into abdomen of patient during robotic procedure.¿ per further assessment it was reported that all pieces of the device were retrieved from the surgical site. The procedure was completed with an alternate unknown device and there was a 5- minute delay. There was no impact or injury to the patient. There was no medical/surgical intervention or prolonged hospitalization required for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used sound cap from device ias8-120lp found there was a broken piece of the rubber flap. The broken flap was returned for evaluation. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be that the use of excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 22 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. If using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large objects into the cannula. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, 8 mm access port & low-profile obturator was being used on (B)(6) 2025 during a robotic lung resection and the ¿inside flap of 8mm airseal sound cap fell into abdomen of patient during robotic procedure.¿ per further assessment it was reported that all pieces of the device were retrieved from the surgical site. The procedure was completed with an alternate unknown device and there was a 5- minute delay. There was no impact or injury to the patient. There was no medical/surgical intervention or prolonged hospitalization required for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.